Event description:
It was reported that a 512sd was used during a hiatorrhaphy and a gastropexy procedure. It was reported by the affiliate that the silicon ring on the inner flap valve fell into the abdomen. The ring was retrieved.